Manufacturer narrative:
The sheath 4fc12 with lot number 29618 was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked and twisted at 1.7 inches from the top of the shaft. In conclusion, the reported shaft kink was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, difficulty was encountered when trying to remove the curve on the sheath. It was noted that after the deflection was removed, the sheath still had a slight curve and outside the patient, the sheath could not be straightened. The case was completed with cryo. No patient complications have been reported as a result of this event.